Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing high blood glucose of 411 mg/dl, treated with injections. The device was also alarming no delivery. Customer stated she does have scar tissue but feels around to make sure she can insert it. Customer stated she went through six infusion sets to find one that did not alarm. Customer stated if the infusion set works she would leave it four days in. Customer has tried all remedies. Customer was advised to revert to back up plan. No further information reported.